Manufacturer narrative:
Compression motor was replaced.

Event description:
The compression paddle won't raise automatically just manually and when the footpedal is used the paddle comes down on it's own. This happened without any patient in compression.